Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd plastipak¿ syringe, luer-lok¿ "the packaging seal is broken." There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: a device history record review showed no non-conformances associated with this issue during the production of this batch. 1 photo was returned for investigation and observed incomplete/open seal on the syringe packaging. 354 unused samples were returned for investigation. The samples were subjected to visual inspection. Our quality engineer inspected the returned units and confirmed the reported observation. They observed incomplete seal on 60 samples and no abnormality for the remaining 294 samples. Probable cause could be at the primary packaging machine encountered bottom web no grip due to gripper chain loose at one side. During sealing process, the bottom web was pulled aside resulting the sealing gasket dragged out of position. As the sealing gasket was dragged out of position, heat was not fully transferred between top web and bottom web causing incomplete seal. The gripper chain was immediately tightened on production date 22 aug 2017 and the gripper chain had been replaced on 02 nov 2017. Customer complaint trends are evaluated on a monthly basis.